Event description:
It was reported that the device failed operation check. There was reportedly no patient involvement. The customer evaluated the device and received remote support from the customer care solution center, during which a quote was provided for the replacement of the power module. Upon conclusion of the evaluation, it was determined that this was a malfunction of the power module, the replacement for which was ordered under (B)(4). The device remains at the customer site and no further evaluation is warranted at this time.